Event description:
It was reported that the right atrial (ra) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the electrical resistance test on the distal conductor failed. Products : 4968 implantable pacing lead 2010 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) 2012 (B)(6). (B)(4).